Event description:
Dr. (B)(6) reported the feedback on his second case, in which he implanted a distal medial femur strut and a distal lateral femur strut (dual-plate construct) in presence of prostheses in both the hip and the knee joints (manufacturer(s) of prostheses unknown). His feedback on evaluated aspects is all positive and the following comments were included in the submitted form: "the 4.0 locking screws were difficult to locking into the plate at a variable angle. This has been an issue in the past with the 4.0 locking screws in other pangea large frag plates also." [Provided as an additional comment on the product and procedure].

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.